Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was unknown. The mother reported that the pump had been dropped from a low height onto table and gone completely dark. The pump did not respond to any button press nor battery change. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to broken component on the interface board. Unable to perform functional testing including displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery due to blank display. The insulin pump had with cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.